Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/28/2016 ¿ medical records received. After review of the medical records for MDR reportability, the surgeon's revision operative note indicated synovitis, but no corrosion, or metal tissue staining. Attending also noted that patient complained of painful left hip, with mechanical clicking sensations, but indicated that metal ion levels were normal (although no values were present in the records). Implant noise added to complaint product harms (already reported to FDA though in medwatch). Synovitis added to patient harms. Prod/lot updated for asr sleeve. PMA/510k info added to asr cup and uni head.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Initial medwatch failed due to FDA downtime.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege that patient has experienced persistent pain and discomfort in hip which has increased over time; swelling; sensation of misalignment; weakness; rashes; popping and clicking; decreased range of motion, and difficulty with activities of daily living, such as walking and standing for prolonged periods of time. Update 3/8/12 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 10/12/2015 - patient was revised due to pain.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.